Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation did not notice any external damage. The pump event history showed a base hardware, battery communication and depleted alarms in error history log (ehl). The evaluation was performed, the reported issue could not be verified after multiple flow and occlusion tests. The cause of the reported issue could not be duplicated. The root cause of the reported issue was not determined. The technician replaced interconnect board and battery as a preventative measure. Performed function and delivery tests which passed.

Event description:
It was reported that a base hardware failure when powered on. Also, a battery communication timeout or battery depleted alarm errors was observed. No patient injury was reported.